Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of two hundred (200) samples were submitted to the manufacturer for evaluation. Through visual examination of the received samples, no damages or defects were observed. The samples were subjected to functional testing for penetration force, gliding force and withdrawal force. The samples passed the tests with no issues or deviations. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Process cards for assembly machines above were reviewed and no abnormality was observed. Reviewing the process flow of the product, it is noted that silicone oil is applied on the external capillary surface at the sbecm siliconization station, which helps to facilitate smooth capillary insertion process. Based on the investigation, the samples are within specification. The reported issue could not be observed or replicated. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description 20 gauge introcan safety 2 catheter is hurting patients and is "not smooth." Detailed inquiry description: we've been having some consistent issues with our 20 gauge catheters. The lot# on one is 24l05g8271. The complaint is the catheter is not advancing and they are hurting patients. The nurses noticed there is an extra piece of plastic/not smooth-divot. Add info received from submitter on 28aug2025: "I just finally got the materials person on the phone for the facility and she is telling me that "the extra plastic is causing the catheter not to thread off the needle into the patient smoothly so it is hurting patients. So, what the staff are doing now is inspecting each catheter for the extra piece of plastic and if they notice the extra piece they are not using it." She did not report any specific patient injuries, just that patients say it hurts. Materials person also tells me that the extra piece of plastic is so small that it can't be seen in a photo or video, although I continue to ask for one in hopes I can see what they are seeing. And that she suspects they've thrown away multiple boxes worth of the IV catheters."